Manufacturer narrative:
Device was received with a critical pump error alarm, problem isolated to the electronic assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted. Unable to verify failed battery alarm due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported they received battery failed and battery was dead issue. Customer reported that the insulin pump had red x image on the screen. Customer mentioned that there were failed battery alarm displayed prior to open book image on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.